Event description:
The initial surgery was performed in 2007. It was subsequently noted on x-ray that one of the transition rods had broken. A revision surgery is not planned.

Manufacturer narrative:
Evaluation results: device was not returned to MFR; no evaluation could be performed.